Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to the patient being septic. In addition, the patient required antibiotic therapy. The patient was being externally paced until a new ipg system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Ent.